Manufacturer narrative:
Visual analysis of the photographs identified: rupture: no observed openings. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and discarded.